Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
During testing at the user facility by the manufacturer sales representative, it was reported a piece of insulation was chipped off the device, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
During testing at the user facility by the manufacturer sales representative, it was reported a piece of insulation was chipped off the device, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.